Event description:
It was reported that during the initial implant procedure, perforation of the subclavian/axillary artery was observed resulting in hemorrhage and tamponade. The physician suspected the perforation occurred while positioning the right atrial (ra) lead with the stylet inserted. The perforation was treated with cardiac balloon tamponade. The ra lead was explanted and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Tip stiffness test was performed due to the reported event of perforation of vessels and tamponade, and results were within specification. Electrical testing did not find any indication of conductor fractures, but conductor shorts were noted due to procedural damage. Visual and x-ray examination found lead body damage at the proximal region consistent with procedural damage.